Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the customer answered "yes" to the survey question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action. H3 other text : customer received field action notification.

Event description:
It was reported that the customer answered "yes" to the survey question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient involvement.

Manufacturer narrative:
Correction/update: annex g code, h7 and h9 in the initial MDR are not applicable for this file. The reported issue of dimmed led segment could not be confirmed as no product nor device logs were returned for investigation. Device history record a review of the device history record showed the device had a manufacture date of (B)(6)2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device history record only.

Event description:
It was reported that the customer answered "yes" to the survey question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient involvement.